Manufacturer narrative:
The leak occured due to broken/cracked caps. No additional information is available. Total microprotein information: catalog number: 445860, lot number: m103285, date of manufacture: 03/23/2011, expiration date: 09/30/2012. Brand name: biuret (colorimetric), total protein, common device name: total protein test system. Classification code:cek, 510k number: k914885.

Event description:
A beckman coulter inc (bec) (B)(4) reported receiving creatinine reagent and total microprotein reagent cartridges that leaked. Personal protective equipment was used when handling the cartridge. No injury or exposures were reported.